Event description:
It was reported the pt had discomfort due to the position of the ipg; it was positioned at his belt line. It was reported the physician repositioned the ipg deeper, and more lateral to left of the original pocket site. It was reported the pt had effective stimulation postoperative, and the new location was more comfortable to lie upon. The issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.